Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to infuse propofol during therapy (medication, dose, programmed amount and delivery rate unknown). Shortly after intubation, the patient allegedly started to show ventilator desynchrony with increased agitation. When the drugs used for intubation "wore off, the patient was fighting the vent and maxed out on propofol". Subsequently the patient experienced hypertension in conjunction with tachycardia. The patient was also described to be "clearly uncomfortable". The nurse inspected the pump and the intravenous (IV) lines and noted that "the IV drip chamber was not infusing". The patient was started on fentanyl pca started soon after and the pump was replaced. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Pump setup, the IV set used, and environmental conditions related to the reported event were unknown, however the clinical services team observed multiple set up issues during a visit to the customer facility. Follow-up education was provided to the customer. Per spectrum iq operator's manual, the pump's dose error reduction system (ders) is described and includes a primary flow check for error prevention. A screen displays at the start of the infusion and the clinician must make sure that: all clamps are open, there are no kinks in the tubing that might prevent flow, and drops are flowing in the drip chamber. The screen requires user response via a key press. The specific IV set used was not identified by the customer, however the following warnings related to flow can be found in the compatible baxter IV sets list: "some sets contain two or more slide clamps. Only the slide clamp on the pumping section or on the section with the main roller clamp should be used for pumping operation and clamp detection. Other slide clamps on the set must be used with the set and need to be observed and controlled by the user. To prevent free flow, the slide clamp on the tubing that is loaded into the pump should be used to open the pump door," "partially occluded filters can cause air-in-line, upstream occlusion or downstream occlusion alarms or negatively affect flow rate accuracy." And "rigid unvented containers used with unvented sets or vented sets with vent closed, will cause upstream occlusions that may not be detected by the infusion pump." Should additional relevant information become available, a supplemental report will be submitted.